Manufacturer narrative:
During ge healthcare technician checkout, it was found that the unit failed the test with a no flow message. The bag to vent switch and inspiratory check valve were replaced to fix the reported issue. No report of patient involvement.

Event description:
The hospital reported that, during pre-use checkout, the bag to vent switch was stuck and hard to move. There was no reported patient involvement.